Event description:
Reporter states the end user was wheeling the chair around in the living room when reporter noticed the right rear wheel was wobbling. Reporter realized that the wheel was close to coming off so reporter wheeled over to the couch to transfer out of the chair. When reporter attempted to make the transfer, the wheel fell off and reporter fell to the floor. Reporter cut the right elbow, bruised the leg, and complained that their neck hurt. First aid was administered to the cut.